Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product aquatherm heater 091, serial # (B)(4) was manufactured on 08/29/2012. The DHR investigation did not show issues related to complaint. A document assessment (B)(4) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to trend and monitor relating complaints.

Event description:
The event is reported as: the customer alleges that the unit is no longer heating. The power indicator light is on, but no heat. The unit was being set-up for pt use. No report of a pt injury or delay in treatment.